Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during an enteral feeding device placement procedure. According to the complainant, when the device was retracted for placement, the soft shaft was partially removed from the sheath containing the button. Another one step button initial placement gastrostomy kit was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition was reported to be good.